Manufacturer narrative:
Patient identifier: (B)(6). Date of birth: (B)(6) 1932. Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirms that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same patient as MFR report #2134265-2011-04972, #2134265-2011-04973. (B)(4) study it was reported that after a percutaneous coronary intervention (pci) treatment procedure, the patient experienced a myocardial infarction. The target lesion #1 was located in the proximal lcx (left circumflex artery) with 80% stenosis and was 15 mm long with a reference vessel diameter of 2.25 mm. The target lesion #1 was treated with pre-dilatation using two cutting balloons which resulted in a downstream dissection; this lesion was also treated with placement of a 2.25 x 20 mm promus element stent. Following post-dilatation, final residual stenosis was 0%. One day post index procedure, the subject experienced cardiac enzyme elevation and a non q-wave myocardial infarction was reported. Electrocardiogram was performed. The subject did not experience any ischemic symptoms. The subject was discharged on aspirin and clopidogrel.